Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 5, 2012 and october 6, 2012. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.